Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed an (B)(6) infection at implant site, subsequently the patient was treated with oral antibiotics on (B)(6) 2016 for 4 days. On (B)(6) 2016 the patient was hospitalized for a duration of 10 days due to infection of skin flap, as a result the patient underwent a procedure to drain fluid at implant site (date not reported), however the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016.